Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the up buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.

Manufacturer narrative:
Follow-up #1: date of submission 10/13/2015.device evaluation: the device has been returned and evaluated by product analysis on 09/25/2015 with the following findings: during the investigation, the up, down and contrast buttons were unresponsive to user presses. The ok and contrast button symbols were observed to be worn. The keypad was removed and there was contamination found under all the button contacts. Unrelated to the original complaint, the audio bolus button cover was observed to be damaged. The bolus button cover was removed and it was noted that the bolus button slug was misaligned. There was contamination present under the bolus button contact. The battery compartment had a crack left of and tangent of the bumper pad. The display was dim and discolored as well. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.